Event description:
It was reported that approximately 10 months after xience stent implantation in an in-stent restenosed mid left anterior descending (lad) coronary artery, the patient was hospitalized and noted to have restenosis in the mid-lad index target lesion. Percutaneous coronary intervention was performed. The condition resolved without sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the japan xience v instruction for use as a known adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the xience v was implanted in an in-stent restenosed lesion. It should be noted that the japan xience v instruction for use states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.